Event description:
It was reported that the iab was inserted in a pt who had suffered a myocardial infarction, had pulmonary edema, and was in cardiogenic shock. Two days later, the pump began experiencing gas leak and kinked line alarms. Also, blood was noted entering the gas tubing. The iab was removed and replaced without any complications.